Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation there was a gap in the adhesive area between the z-block and the distal end, and the adhesive around the objective lens had wear. The service repair technician indicated that the most likely cause was traced to component failure. There was no patient involvement.